Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the wire was advanced interaction with the moderately calcified anatomy and/or other devices resulted in the reported detachment. As reported, the guide wire tip remains in the left common iliac artery. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified left common iliac artery. A ht command guide wire was advanced without resistance into the patient anatomy through the right femoral artery; however, the wire tip separated in the left common iliac artery. The guide wire was removed from the patient anatomy without difficulty, but there was no attempt to remove the separated portion and it remains in the left common iliac artery. An unspecified 035 guide wire was used to successfully complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.